Manufacturer narrative:
(B)(6). Patient country- italy.

Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported that patient faced infusion set tubing detached event on (B)(6) 2024 after 1 day of insertion. Insertion site was abdomen. No further information was available.